Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that drawers 2.1 and 5.2 were not recognized after the system was rebooted for a tower door issue. The likely cause was loose or improperly seated internal cables connecting the drawers to the main unit. A field service engineer opened the back of the main unit and drawers 2 and 5, securely reseated all cables, and powered off and rebooted the system. Using the hardware test application (hta), the engineer tested and released all cubies in drawers 2.1, 2.2, 5.1, and 5.2. The cubies were reinserted, lids opened, and faceplates checked. After rebooting the pyxis medstation again, an escort logged in to recover the failures. Both drawers 2.1 and 5.2 functioned normally after recovery. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawers were not on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.